Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the scrub tech was using a drain during an unknown procedure on the patient in the week of (B)(6) 2017. The scrub tech had difficulty removing the drain trocar tip protector and this removal required more force than expected. After removal, the tech reflexively recoiled their arm to not compromise sterility and in doing so the scrub tech stabbed their thumb with the device trocar. It was also reported that the trocar tip stabbed through the scrub tech's gloves and broke skin on the scrub tech's thumb which required medical attention and stitches to repair. The scrub tech is recovering now. Another like device was used to complete the initial procedure on the patient and there were no adverse consequences to the patient reported. No further information is available.